Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4294, lead, implanted: (B)(6) 1999; 4285, lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that during implant, diaphragmatic stimulation and twitching were detected due to elevated threshold of the left ventricular (lv) lead. The output was decreased and the lv lead remains in use. It was further reported that 18 months post-implant, the patient complained of diaphragmatic muscle stimulation when shifting positions. A device check was performed, in which a partial electrical reset was confirmed. The settings were reverted to original settings and the stimulation subsided. The device remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.